Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported compliant and subsequent treatments appear to be related operational context as it is likely the trek rx interacted with the other device within the guiding catheter resulting in the reported separation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the lower bifurcation of the left anterior descending artery (lad). A 3.0x48mm xience xpedition stent was successfully implanted in the lad and post-dilated. The diagonal 1 (d1) artery was accessed and pre-dilated. A 3.5x15mm trek balloon dilatation catheter (bdc) was advanced to the lad and a 3.0x15mm unknown balloon to the d1 in a kissing balloon technique. The kissing balloon was successfully performed; however, a dissection in the ostium of the d1 with the 3.0x15mm unknown balloon was noted through angiography. It was decided to implant a 3.0x18mm xience xpedition stent; however, the stent delivery system (sds) would not cross due to heavy calcification. New pre-dilatation of the d1 was performed and an attempt to re-advance the 3.0x18mm xience xpedition sds was made; however, during advancement, the distal shaft of the 3.5x15mm trek located in the lad separated. Several attempts were made to capture the separated portion (using other balloons and a microsnare catheter), but failed. The decision was made to stop the procedure. The lad stent was well expanded with a timi 3 flow and the d1 remained with an ostial lesion of 70%. The patient was stable and asymptomatic at the end of the procedure, but was sent to surgery for removal of the separated portion of the trek balloon catheter. Cardiac surgery was performed with extracorporeal circulation; aortic arteriotomy. The patient is doing fine. No additional information was provided.